Event description:
Per the audiologist, the patient had revision surgery in 2008 (day not reported) to reposition the implant, due to skin break down at implant site. The patient continued to experience ongoing fevers and infections. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.